Manufacturer narrative:
Investigation summary: a review of the complaint history, device history record, specifications, quality control data and a photo inspection were conducted during the investigation. The device was not returned for evaluation. However, the customer provided images of the defect which confirm an unidentified black particle inside of a primary package. Additionally, a document based investigation evaluation was performed. The device history record was reviewed and 1 non-conformance was noted; however, all nonconforming product was scrapped prior to further processing. It should be noted there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, the foreign matter found inside the sealed package, has been attributed to the manufacturing/packaging process. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(6). (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, during an pre-use inspection of the mixter endoscopic cholangiography set, an unidentified hair was discovered in the primary package. The customer confirmed that the device never made contact with any patient; accordingly, no adverse events occurred. The product is reportedly unavailable for return.